Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report (see sections); provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes and provide additional manufacturer narrative. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient had been sedated, the patient underwent atrial fibrillation (afib) procedure. After the catheter was inserted into the patient, the physician manipulated the catheter to get different views of the heart. A poor quality image was observed. The catheter was removed and a different but similar replacement catheter was reinserted into the patient. The procedure was completed without replacing the ultrasound system. There was no loss of data and the procedure was not delayed. There was no patient adverse event reported. No additional information was provided.